Event description:
An initial MDR regarding this case was filed 02-aug-2024 (report number 3016798778-2024-00042). Additional information was received by (B)(6) by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6)) show pump failure and no communication attention alarms during delivery on the day of the complaint. The logs also show that troubleshooting was attempted but unsuccessful. During the investigation, the pump failure alarm was generated during start-up testing. Pump (B)(6) was disassembled for further investigation and the pump failure alarms were determined to have been caused by a hardware failure resulting from fluid ingress. Logs from remote (B)(6) (paired with pump (B)(6)) show pump error, cassette problem, and no communication attention alarms within the timeframe of the complaint. Pump (B)(6) was then paired to remote (B)(6) and generated cassette problem alarms. During investigation, pump (B)(6) was paired to remote (B)(6) and pump error alarms were generated when attempting to start a test delivery. Pump (B)(6) was disassembled, and fluid ingress along with a hardware failure were determined to be the cause of the alarms. The rf power of remote (B)(6) was tested and found to be out of specification due to loose hardware, which was determined to be the cause of the no communication attention alarms recorded with both pumps. No cassettes were returned for investigation, so the cause of the fluid ingress could not be determined for either system. No further investigation is possible. Both systems functioned within specification as they alarmed accurately and entered a failsafe state after alarming.

Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 05-jul-2024 and forwarded to millyard advanced medical products, llc on 06-jul-2024. The patient reported her pump was alarming and troubleshooting was unsuccessful. She tried to pair her remote with her back-up pump but could not do it. A person from the pulmonary unit reported the patient went to the hospital to receive remodulin therapy. No adverse side effects were reported. Replacement units were scheduled for courier delivery. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.